Event description:
It was reported that stent damage occurred. A 2.50 x 28mm synergy drug-eluting stent was selected for use. However, it was noted that the stent struts were bent. The physician opened another stent which delivered and deployed successfully. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 2.50 x 28mm synergy drug-eluting stent was selected for use. However, it was noted that the stent struts were bent. The physician opened another stent which delivered and deployed successfully. No patient complications were reported. It was further reported that the stent would not cross the lesion and the bent struts were noticed after it was removed.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent identified that the crimped stent was damaged on the mid-section of the stent with struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.50 x 28mm synergy drug-eluting stent was selected for use. However, it was noted that the stent struts were bent. The physician opened another stent which delivered and deployed successfully. No patient complications were reported. It was further reported that the stent would not cross the lesion and the bent struts were noticed after it was removed.